Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. Explant date: lenses remain implanted, therefore not explanted. Email address: unknown/not provided. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation bubbles / inclusions on the edge were observed. In addition when the intra-ocular lens iol had unfolded, small, fine cracks in the material could be seen centrally on the iol. The female patient reported the visual acuity to be unsatisfactory and described veiled vision. The iol might be explanted as a result. It was confirmed that handling when folding was done according to the instructions. The vision before the operation was measured as 0.5 and after the operation as 0.63-0.8. No additional information was reported. This report captures the suspect lens with serial number (B)(4). The other 2 suspect products with one specific identifier and the one with unknown product identifier are captured in separate MDR submissions.